Manufacturer narrative:
This product was never returned back from the field for analysis. This report will be updated should additional information ever be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. Evidence of pacing inhibition was also noted. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.